Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pulse generator exhibited an overestimation of battery longevity. There was no intervention, and the device was being monitored. Patient was stable.